Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during patient delivery of norepinephrine with normal saline (ns)carrier at 5ml/hr. About 10 minutes into the infusion the pump alarmed downstream occlusion but nothing was clamped. Wiggle/flicking the ns tubing the alarm stopped. The day before this, running epinephrine with ns at 3ml/hr about 10 minutes into the infusion the same issue occurred and the alarm cleared when the tubing was wiggled/flicked. There was no known patient injury or medical intervention associated with this event. No additional information is available.